Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 448 mg/dl, which he treated via manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap was flushed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to a constant motor error alarm. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.